Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc global likely catheter releases prematurely. The following information was provided by the initial reporter: on (B)(6) 2023: bd insyte autogard bc pro 22ga IV catheters do not slide trough skin easily. Often no blood flashback - unable to determine if we are in or not. Catheter and needle too slippery so must hold on to both of them. Many IV insertion attempts linked to them. Medline, the distributor, is also aware of the incidents.

Event description:
It was reported that bd insyte autog bc global likely catheter releases prematurely. The following information was provided by the initial reporter: (B)(6) 2023: bd insyte autogard bc pro 22ga IV catheters do not slide trough skin easily. Often no blood flashback - unable to determine if we are in or not. Catheter and needle too slippery so must hold on to both of them. Many IV insertion attempts linked to them. Medline, the distributor, is also aware of the incidents.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381023 and lot number 3167258. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.